Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the ground bond test. This indicates a high resistance value between the hc and the ground bond on the power supply. The measurement was 0.105omh and the specifications were between: 0.001ohm to 0.100ohm. There was no patient involvement at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device had passed the return instrument test/evaluation (rite) rite functional test, however, failed the rite electrical test. The ground bond failure was confirmed in rite testing. The assignable cause of the ground bond was undetermined.